Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause was the trunk cable being pulled, severing all the wires and damaging the j702 of the distribution node (dn)pca . The root cause for the damaged cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.